Event description:
As reported, during retrieval of a cook celect filter, the inner coils of an unknown 9-french cook flexor sheath unraveled and came out of the sheath's hub. Reportedly, on initial forward pressure, the sheath accordioned. The filter was subsequently withdrawn through the sheath, and resistance was encountered at the accordioned area. After the filter was removed from the sheath. The unraveled inner coils protruded from the sheath hub. The filter was removed intact. There was no harm to the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D1: device name = based on photos of the device, it is believed to be a 9-french cook flexor ansel or flexor raabe sheath. Possible rpns include: kcfw-9.0-18/38-45-rb-anl0-hc, kcfw-9.0-18/38-45-rb-anl1-hc, kcfw-9.0-38-55-rb-raabe, and kcfw-9.0-38-70-rb-raabe e1: customer name and address = phone: (B)(6) ; postal:(B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: d1, d4: upon return and initial evaluation of the device on 27nov2023, the device was determined to be a flexor raabe guiding sheath, rpn kcfw-9.0-38-55-rb-raabe. Summary of event: as reported, during retrieval of a cook celect filter, the inner coils of a flexor raabe guiding sheath unraveled and came out of the sheath's hub. Reportedly, on initial forward pressure, the sheath accordioned. The filter was subsequently withdrawn through the sheath, and resistance was encountered at the accordioned area. After the filter was removed from the sheath, the unraveled inner coils protruded from the sheath hub. The filter was removed intact. There was no harm to the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The sheath was accordioned approximately eight centimeters from the hub, and the inner coiling of the sheath was exiting from the check-flo disc. The customer did not provide the lot number to cook; therefore, the device history record and complaint history could not be reviewed. The product IFU states "if resistance is encountered during sheath advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ the information provided upon review of the dmr, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. Details of the anatomy are unknown, and the exact conditions experienced during the procedure cannot be duplicated. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.